Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel bubbles. Bd determined that the root cause of the indicated failure mode was attributed to introduction of air and inadequate purging during gel drum changes. A tool was implemented at the gel dispense area to help aid in identifying and eliminating gel defects. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the user identified air bubbles in the gel. Two packs were noted with the defects. The following information was provided by the initial reporter. The customer stated: it was reported that tubes had air bubbles in the gel. 2 packs of the bd 367988 lot #1109460. Thus far that have been impacted. Yes we also saw this with the other product number having air bubbles in the gel in the bottom of the tubes.